Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream/upstream false occlusions, upstream triggered and then doesn't read downstream occlusion was not reproduced. A review of event history log revealed upstream and downstream occlusions are present. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation sent the device to flow line for ultrasonic sensor us occlusion and downstream occlusion testing and both passed. The reported condition was verified. The cause was determined to be ultrasonic sensor calibration is out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: downstream/upstream false occlusions, upstream triggered and then doesn't read downstream occlusion. This occurred during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.